Manufacturer narrative:
(B)(4). Batch # r5862t. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Photo evaluation in progress.

Event description:
It was reported that firing knob breakage. During the laparoscopic right colectomy, during the firing, the firing knob was broken off as the photos show. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r5862t. Picture one shows both halves of the ntlc device with a reload loaded and the firing knob detached. The staple high selector is in the gold position. Second picture shows both halves of a ntlc device with a reload loaded and the firing knob detached. The reload can be seen fully fired and the knife is out of the dog house. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned with the knife exposed and fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.